Event description:
It was reported that the patient has expired after implant duration of approximately 1.1 months. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Per the operative report of five weeks prior, the patient's "condition at the conclusion of the procedure was critical, but stable."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process. Device not returned.

Event description:
Per the clinic, the patient was explanted due to multiple electrode anomalies.the patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.